Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing could not be confirmed to have been implemented in accordance to the device IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The customer is not sure when the foreign material adhered to the scope. Additionally, it was reported to be no delay in the start of pre-cleaning, and the customer did flush the nozzle with water and air and detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of compromised image was not confirmed. The following additional findings were also noted: bending angle in the up direction does not meet standard value due to wear of angle wire, assorted scratch, peeling, dent and discoloration, universal cord and connecting tube has a wrinkle, image guide protector is damaged, dirty electrical connector due to water leakage, water removal ability does not meet standard value due to clogging of nozzle, the play of up down knob is out of standard value, and universal cord has a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A healthcare facility reported compromised image with use of evis lucera gastrointestinal videoscope. Upon receipt and inspection of the returned device, it was discovered that there was foreign material clogging the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the device. There were no reports of patient or user harm associated with this event.